Event description:
During a ramus bilateral osteotomy surgery on (B)(6) 2013, while the surgeon was using the electric pen drive with oscillating saw blade during the first cut into the patients bone, the saw blade broke in half and the fragment was retrieved easily with a hemostatic clamp. The surgeon attempted a second cut and the saw blade broke in half and was again removed easily with hemostatic clamp. The third and fourth attempts were performed and surgeon stopped using the saw blades before the saw blades broke in half. Surgeon completed the surgery using osteotomies to divide the bone. There was an extended operative time of 25 minutes due to device malfunction. All fragments were retrieved from patient. This is 1 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(6).